Event description:
Received philips respironics dreamstation1 to replace recalled systemone unit. Replacement unit was defective in that it did not have a power supply. Called philips at the time. They do not as of this date have a power supply for replacement. They shipped a defective unit. As of this date, there is no eta (estimated time of arrival) for a fix/replacement of defective units. Reference report: mw5118047.